Manufacturer narrative:
(B)(4). Batch # = m93j3g the analysis results found that the er320 device was returned partially cycle with one clip jammed in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition and the top shroud was noted to be broken. Due to the condition of the top shroud, no functional testing could be performed to evaluate the reported event; it could not be determined what may have caused the damaged found; however, it is known from the history of the device that the condition of the shrouds may lead to ejected clip. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The most likely cause to the jammed clip is continual backward pressure while placing, firing and loading cycle of the next clip; however, no conclusion could be reached as to what may have caused the reported incident a batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that after less than five uses the device jammed. It is unknown how the procedure was completed and there were no patient consequences reported. Additional information was not available.